Event description:
Rptr alleged obtaining discrepant blood glucose results of hi (greater than 600 mg/dl) and 311 mg/dl on a pt using inform system 1 compared back to back with a result 214 mg/dl on the pt's system and also back to back with a result of 142 mg/dl on inform system 2 when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550891, expiration date 04/30/2010). Reference medwatch report with a1 pt for the suspect device used in system 2.